Event description:
A physician reported that, the patient¿s preoperative vision with correction was 1.0 and following the intraocular lens (iol) implantation procedure the patient¿s visual acuity decreased to 0.7 and could not be improved with correction. Additionally, near vision was reduced to 0.4. The iol power calculations were verified as correct; however, the patient is not satisfied with the result. The physician suggested that the problem was in the iol, possibly a manufacturing defect.

Manufacturer narrative:
The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).